Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
Boston scientific received information that after just over two weeks of implant, this pacemaker displayed 1 year of battery life remaining. High pacing threshold measurements were noted for both the right atrial (ra) lead and right ventricular (rv) lead. Disk analysis confirmed the device was depleting earlier than expected and device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.